Event description:
According to the info received, following implant, the pt experienced "leakage" and "debilitating symptoms, including difficulty breathing and severe anemia." After several months of testing and treatment, the valve was replaced with a porcine prosthesis (make and model are unknown) and the pt was reported to be "recuperating" at the time of this event. Additional info will be requested.